Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. This issue is consistent with final tightening not being done, or excessive force being placed on the device. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done to retighten 2 locking caps that had loosened post-operatively.